Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3.1 is not detected on the bus. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer assisted the customer and recovered successfully. Then they identified pins bracing on the door and made the necessary adjustment to resolve the issue. The system functioned as intended after the field service engineer assessed the device. E.1 initial reporter facility: (B)(6).